Event description:
The user facility reported that their reliance 777 was leaking water overnight. It was estimated to have formed a 3x3 foot puddle. No procedural delays/cancellations, no injuries or property damage was reported.

Manufacturer narrative:
A steris service technician inspected the unit and found several repairs that needed to be performed - leaking drain valve, air leaks and adjustment to the indexing system. The technician confirmed that the leaking drain valve caused the leak reported by the user. The unit subject of the reported event was manufactured and installed in 1998. The technician performed the necessary repairs, ran test cycles and returned the unit to service. No further issues have been reported.